Manufacturer narrative:
Reported event: an event regarding wear involving a mrh bumper was reported. The event was not confirmed. Method & results: device evaluation: not performed as the device or photographs were not returned/provided. Medical records received and evaluation: a review of the medical records by a clinician indicated that: very high activity level of the patient including high level sports caused the poly bumper in the mrh knee section to fail progressively after which an overload condition developed in axle area with ultimately an axle fracture due to hard-hard metal device contact not anymore subject to shock absorption by the poly bumper. Procedure-related factors: poly bumper end-of-service life under high loading conditions. Patient-related factors - very high activity level including high level sports. Device-related factors:- none evident. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the medical review indicates that the very high activity level of the patient including high level sports caused the poly bumper in the mrh knee section to fail progressively after which an overload condition developed in axle area with ultimately an axle fracture due to hard-hard metal device contact not anymore subject to shock absorption by the poly bumper. No further investigation is required at this time. If additional information such as becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Company representative reported a very active young male, volleyball player, felt a clicking. Sound in knee.